Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited suspected loss of capture. It was also reported that the patient experienced pain at the implantable pulse generator (ipg) implant site. The implantable pulse generator (ipg) and rv lead remains in use. No further patient complications have been reported as a result of this event.